Event description:
The facility reported an infusion pump with a failure code 403. The event was reported to have occurred during biomed testing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.